Event description:
It was reported that the shaft got broken during surgery. The piece was retrieved from the patient with grasper. A backup device was available to complete the procedure with no delay or patient injuries.

Manufacturer narrative:
One single 3530 disposable abrader 2.9mm burr returned. This product is not intended to be or tested to be sold individually. These are sold as a box of six. The entire device was not returned. The outer blade assembly was not included. The inner blade assembly was returned and is damaged. The receiver assembly shaft is fractured near the burr tip into two portions. This is a small scale device not intended to have excess pressure applied. There are areas that indicate excessive force was a factor. The spherical blade has dings. There are rotational wear bands and lengthwise scrapes on the outer surface of the inner shaft which indicate contact with the outer shaft. No root cause related to the manufacture of the device can be established.